Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 16 december 2019, it was reported that a mesher was tearing a skin graft. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 16 december 2019 found that the comb was not smooth on the bottom surface and that none of the pretests could be performed due to the damaged comb. Review of the returned cutter noted that it did not produce a passing test mesh. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number (B)(4) on 16 december 2019. While the service technician confirmed that the comb was damaged, which would catch the graft as it passed through the device and damage it, it cannot be determined from the information provided as to what caused the comb to become damaged. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher was tearing and cutting the skin graft. It was chewing the graft and one of the teeth was hooking on the skin. The event occurred during surgery. There was a delay of 1-15 minutes reported. There was no harm to the patient. There was an impact to the graft but the graft was able to be used. No adverse events were reported as a result of this malfunction.